Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. No adverse patient effects were reported. To date the product remains in service.

Event description:
Subsequently, boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory for device replacement due to premature battery depletion. The local representative reported that the device had been programmed off prior to the start of the procedure. When the physician was opening the pocket with the use of cautery, the physician felt that the device was on as charging sounds could be heard. The programmer wand was positioned over the pocket and the device was reprogrammed off again. The wand remained over the device and this observation did not occur again. According to the physician, the tip of the cautery did not come in contact with the device. The device was successfully explanted and is enroute to boston scientific's return products department.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device was returned and is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. End-of-life (eol) was triggered by the device post-explant. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.